Event description:
The patient had beacon transponders implanted transrectally. The patient received prophylactic treatment with cipro and gentamicin. The physician reported that the patient developed an infection and required hospitalization. The site performs 15-20 transponder implantations per month and have experienced an infection rate of approximately 1 of every 50 patients. The site reported the infections to varian for further investigation since three patient infections in three weeks was statistically higher than usual. As of today, the site claims to have implanted twenty additional patients and none have experienced infections.

Manufacturer narrative:
Product investigation: the beacon care package lot history record was reviewed and found to be acceptable. The lots were sterilized within the validated range of 25 to 40 kgy. A review of the sterilization validation dose and environmental monitoring was also found to be acceptable. A review of the complaint database shows no other complaints regarding implantation infections. The instructions for use (IFU) states that infections (e.g. Urinary tract infection) are a known adverse reaction. The IFU suggests the use of antibiotic prophylaxis prior to fiducial implantation, followed by standard practice of patient care. Event investigation: discussions were held with the medical director at uro partners, dr. (B)(6). He indicated that cipro and gentamicin were prescribed as the antibiotics for prostate implant patients. The site had no infections for about 5 months, then had 3 infections within 3 weeks without obvious cause. The occurence of three infections seemed unusual to them. As part of investigating all possible causes including their own procedures, they contacted varian. Since the reported infections, uro partners claims to have implanted 20 additional patients and none have experienced infections. Based on the prior favorable experience and the current favorable experience conveyed by dr. (B)(6), this is a simple variation in clinical outcomes. (B)(4).